Event description:
Procedure: unknown. According to the reporter: the collection bag broke. It was replaced by an by endocatch 10 mm (B)(4). No other part of the torn bag fell inside or into the surgical cavity. Surgical time was not extended by more than 30 minutes due to the product problem. The incision was not extended by more than 1 inch (2.54cm) due to this problem.

Manufacturer narrative:
(B)(4).